Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, battery, battery out limit and failed battery test alarms noted during testing. Device had corroded battery tube, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump no longer powering up. The customer¿s blood glucose level was 170 mg/dl at the time of incident. The customer also stated that the insulin pump had battery out limit. Troubleshooting was performed. The insulin pump will be returned for analysis.